Manufacturer narrative:
(B)(4).

Event description:
Pt's mom reports intermittent signal loss.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was the mobile device updated its operating system which closed the app. No additional event or patient information is available.